Event description:
It was reported that the procedure was to treat a lesion in the iliac (off-label use). As the stent delivery system was being manuevered for better position, the stent became dislodged. The stent was successfully snared from the pt and there were no pt effects.